Event description:
The strata was implanted in 2002, set at level 1.5, to replace a delta level 1.5 valve. The patient has complicated hydrocephalus and a history of many shunt revisions. Their previous history suggested chronic overdrainage of the delta level 1.5 valve. Numerous attempts were made to reprogram the valve, but it was difficult to be sure about the exact setting and x-rays had to be taken on several occasions. On one occasion, the x-ray suggested a delta 2.0 setting and the indicator suggested a delta 1.0 setting. The strata was replaced with another delta level 1.5 valve on the next month.